Manufacturer narrative:
Corrected data: g5 - date received by manufacturer.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturerâ¿¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
Olympus was informed that the esg-400 electrosurgical generator issued error message e433 during incoming inspection. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems india (omsi) (returned to omsi on (B)(6) 2022. During the evaluation at omsi, the occurrence of error message e433 could be confirmed. However, after reinserting the cable unit, the error was resolved. It cannot be conclusively determined why the cable unit had not been connected correctly. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.